Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose and occlusion alarms were addressed with a supply change. The customer resumed insulin therapy.